Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she changed the infusion set and reservoir and her blood glucose went low to 55 mg/dl. She treated and woke up high at 498 mg/dl. The customer stated she noticed that the reservoir had less insulin; it went from 180 to 80 units. Customer stated the insulin pump might have been over delivering insulin and then stopped delivering. Current blood glucose was 267 mg/dl. The customer was disconnected during rewind/prime. The settings and bolus history are accurate. The device was not exposed to a magnetic field and passed the displacement test. Customer agreed the insulin pump is working and will monitor.